Manufacturer narrative:
Ventilator, therapy date (B)(6) 2017, pcu. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a ventilated patient was receiving a primary infusion of fentanyl (100ml)rate of 7.5ml/hr. That was programmed to infuse for 12 hrs. On (B)(6) 2017 at 1930 the night nurse received report that 2 new bags of fentanyl were hung. The nurses documentation indicated that the bag should have infuse for approximately 12 hrs. There was no leaking noted. The other 2 modules were infusing propofol and an unspecified IV fluids there was no report of harm and the patient was extubated next day.

Manufacturer narrative:
The customer¿s report of 100 ml fentanyl bag emptying sooner than expected was not confirmed. Physical inspection of the concomitant device noted a cracked light tower. The latch spring was in the incorrect position and did not allow the latch to spring freely. Also, the latch spring was left too long and gouged the bezel, near the door yoke. The bezel had a dark mark/line running from the top, towards the platen. During internal inspection of the source device, traces of minor fluid ingress was noted in the rear case and around the bezel. (Note: because the associated pcu was not available, the drug information could not be verified) log analysis shows on (B)(6) 2017 at 9:36 pm, the user started an infusion the first bag at the rate of 7.5 ml/hr. The infusion continued for 11 hours and 18 minutes. At 8:54 am on (B)(6) 2017, the user started infusing a new bag, which continued for 12 hours and 46 minutes. At 8:08 pm, the user started infusing a third bag, which ran for 10 hours and 46 minutes. On (B)(6) 2017 at 6:54 am, the user began infusing a fourth bag. The infusion ran for 4 hours and 50 minutes, and then an ail alarm occurred and the user channeled off the device. The device sat idle for about 21 minutes, then a ¿flo-stop open¿ event occurred at 12:06 pm. The user started the fifth and final infusion 20 seconds later; after the open flo-stop alarm. At the start of infusion, the user immediately experienced a patient-side occlusion alarm and two ail alarms; however, the user continued the infusion until 6:05 pm, when the programmed rate changed to 5 ml/hr. The infusion continued at the rate of 5 ml/hr for 30 minutes, and then user paused the infusion and channeled off the device. No further infusions were performed on the device. Rate accuracy testing was performed and the device was within specification. The administration set in use at the time of the event was not returned so it is not known if the set caused or contributed to the reported event. The root cause of the customer¿s reported experience with the medication bag emptying sooner than expected was not determined.

Manufacturer narrative:
Concomitant medical products: ventilator, therapy date (B)(6) 2017, pcu. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a ventilated patient was receiving a primary infusion of fentanyl (100ml)rate of 7.5ml/hr. That was programmed to infuse for 12 hrs. On (B)(6) 2017 at 1930 the night nurse received report that 2 new bags of fentanyl were hung.the nurses documentation indicated that the bag should have infuse for approximately 12 hrs. There was no leaking noted. The other 2 modules were infusing propofol and an unspecified IV fluids. There was no report of harm and the patient was extubated next day.